Manufacturer narrative:
(B)(4) date sent to the FDA: 12/13/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one opened box with nineteen packets that pertains to product code j258h was returned with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related no defects observed during the evaluation. A functional test was performed and the pull force result were above the minimum requirements. The device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigation summary: the product was returned incomplete to ethicon for evaluation. An analysis of the product could not be performed since a physical sample was not received for evaluation, only three empty labeled winding formers. A manufacturing record evaluation was performed for the finished device lot number sgmhec / j258h, and no non-conformances related to the reported complaint condition were identified. As part of ethicon's quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: in event description indicates: "needles are easily falling" please clarify: did the suture got separated from the needle or did the needle got broken? Please confirm. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details. Did the needle fall into the patient? If yes was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? Please clarify how many pieces will be returned? How many devices present this issue? Needles are not clarified as ¿controlled release¿, but they are being separated from the suture with the slightest tug. Suture got separated from needle no patient consequences needle did not fall into patient needle was found on floor unknown on patient¿s current health status no other tissue damaged as a result of searching for the needle an open box with half the sutures left as well as 4 open sutures 4 devices presented the issue events reported: 2210968-2022-09476, 2210968-2022-09477, 2210968-2022-09478, and 2210968-2022-10202

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In event description indicates: "needles are easily falling" please clarify: did the suture got separated from the needle or did the needle got broken? Please confirm. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details. Did the needle fall into the patient? If yes was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? Please clarify how many pieces will be returned? How many devices present this issue? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported: 2210968-2022-09476, 2210968-2022-09478.

Event description:
It was reported that a patient underwent a c section procedure in 2022 and suture was used. During the procedure, it was reported that the needle is easily falling off. All part of the same lot number. The case was completed. No adverse patient consequences were reported. Additional information was requested.